Event description:
Boston scientific contacted the patient's clinic and was informed the patient had passed away one day following the implantable cardioverter defibrillator (ICD) implant procedure in late-(B)(6) 2014. Additional information has been requested of the field.the field representative contacted the physician for additional information. According to the physician, the death was not device related, but he didn't have the exact cause of death in the patient's chart. He said that the patient was extremely ill and died from a non-cardiac complication. The patient died in the hospital as he was not healthy enough to be discharged. The device was not explanted post-mortem.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.